Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available.

Event description:
A customer's spouse reported the customer received a blank screen on his freestyle lite meter. The caller reported that on (B)(6) 2011 at 4:00pm the customer experienced a "minor stroke", and was hospitalized for (B)(6). The caller further reported the customer experienced a loss of consciousness. The customer self-presented to a health care facility, and was diagnosed with hyperglycemia. The caller reported the customer was treated with insulin and plavix (clopidogrel) in addition to occupational and speech therapy. The caller reported the customer self-treated with glyburide 4 times per day, onglyza (saxagliptin) 5mg, and aspirin. The caller also reported the customer was "given pureed food" to counteract the event. There is no report of death or permanent injury associated with this event.